Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation the patient had a right knee revision on (B)(6) 2010. Approximately 13 years and 5 months after the initial procedure the patient had a right knee revision on (B)(6) 2023. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6) 2023. Diagnosis: mechanical loosening of right knee joint. There was severe reactive synovitis and joint effusion consistent with polyethylene wear and component loosening. On inspection, the femoral component loose and was easily explanted with gentle disimpaction using a round impactor. There was complete de-bonding of the femoral component with no evidence of an implant-cement interface. Upon removal of the cement, there were small contained osteolytic defects involving the medial and lateral femoral condyles. The patient was transferred to the pacu in stable condition.

Manufacturer narrative:
H3: investigation results - the revision due to femoral loosening reported was likely the result of a combination of prosthesis wear and aseptic loosening due to either a weakened biologic integration of the femoral component at the bone-implant interface or mechanical loss of fixation at the cement-implant interface over the course of 13.5 years of implantation. The loosening may have led to an increase in cement and bone particles in the joint space and resulted in prosthesis wear or prosthesis wear may have contributed to particle-induced osteolysis. However, the failure cannot be confirmed and contributions of loosening and prosthesis wear to the sequence of events cannot be determined as the devices were not available for evaluation.